Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a part used for spinal therapy. It was reported that the flex arm was broken and was under warranty. There was no patient involved in this event. There were no further complications reported regarding the event.